Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the legacy half-height cubie drawer clicked but did not open. A field service engineer (fse) removed the back panel and released the drawer, discovering that cubie pocket e1's lid was left open. The fse closed the lid and then closed the drawer. Then, the fse verified that the drawer was operational in the diagnostics tool. The customer successfully recovered and inventory the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.